Manufacturer narrative:
At this time, no further information concerning this report is available, and our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that over three years later this device was explanted for normal battery depletion. There were no further observations or issues received from the field and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the header, all seal plugs were intact, and all setscrews operated normally. The interrogated battery status was elective replacement time (ert), which was set after explant. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. It was determined the device was operating normally and the field observation was not confirmed.

Event description:
Boston scientific received information that this pacemaker's battery appears to be depleting faster than expected. The device predicts approximately three years of remaining battery longevity (bringing the total implant time to five years), but the calculated total longevity was estimated by boston scientific technical services (ts) at six to seven years based on current programmed parameters. No adverse patient effects were reported, and this device remains in service.